Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that during cataract surgery four cases in the same patient at the time of surgery an ophthalmic knife was poor and not cut. The procedure was completed by replacing the product. No patient harm was reported.